Event description:
This is a report for a customer from (B)(6) of an observance of precipitate that had formed in the predilution line only (not observed in any other location) on a patient performing continuous veno-venous hemodialysis. No medication was added via the aqualine (apart from heparin via the syringe driver). The treatment was stopped. There was no patient/user/other person's injury reported. Sample is not available for evaluation.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample was not available for evaluation, however samples for similar complaints were sent to and analysed by our sister plant in (B)(4). The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team, (B)(4), has been set up to investigate this issue. Baxter will continue to monitor similar reports to determine if further actions are required. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.